Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due an unknown reason. There are plans to reimplanted the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2015. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the device was explanted due to extrusion of the device, followed by infection. This report is filed june 24, 2015.